Event description:
A customer in the united states notified biomérieux of false negative esbl results associated with vitek®2 ast-gn67 test kit(reference 413399). Repeat testing was conducted on the isolate because the laboratory technicians were questioning the aminoglycoside hierarchy results for gentamicin and amikacin. The gentamycin was intermediate and amikacin was resistant. The microscan results stated the isolate was an esbl which was not reported on the vitek® instrument. The customer repeated the isolate testing on the vitek®2 and microscan and received the same results. The customer did report out on an esbl positive isolate. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: a k. Pneumoniae isolate was submitted for esbl evaluation because the vitek® 2 ast-gn67 card gave negative esbl test results on multiple runs. When the isolate was tested on microscan walkaway, an esbl positive result was obtained. Identification was confirmed, and testing included both the customer lot and a random lot of ast-gn67 cards, run in duplicate. The clsi esbl disk test, which is the reference method, was also performed. On all four (4) card runs, negative esbl test results were obtained. The clsi esbl disk test was also negative. Therefore, the customer's negative esbl test results were duplicated in-house and are in agreement with the reference method. Cards are performing as expected.